Event description:
It was reported that the patient¿s ipg has reached end of life. It is unknown if this occurred prematurely. As a result, surgical intervention may take place at a later date to address the issue.

Manufacturer narrative:
Date of event is estimated.

Manufacturer narrative:
A patient¿s ipg has reached end of life was reported to abbott. No intervention is scheduled at this time. Additionally, the device history record of the device was reviewed to confirm that all manufacturing steps were completed and there were no non-conformance's noted that could have contributed to this issue.